Event description:
It was initially reported by the treating neurologist that the patient has passed away, but no further information was available by the physician as they could provide any further details due to their hipaa policies. A search performed in the manufacturer's programming history database indicate that the last known diagnostics at the time of implant were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.